Event description:
The rptr did meter to hcp meter comparison tests, side by side. Meter reading was 65 mg/dl, and dr's meter (type unknown) results was 145 mg/dl. A control solution test was in range, 105 (90-135). The rptr stated that did not have any problem getting a drop of blood. No harm was alleged.